Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-op diagnosis: compression fracture at l1, l3 procedure: vertebral column resection (anterior) at l3- 1st surgery, fixation surgery at th5-il and mono-portal plif at l5/s - 2nd surgery levels implanted: th10-th11 or th11-th12 it was reported that during surgery, after final tightening of non break-off set screw, the set screw was removed to adjust the position of rod. Two screws had their heads stuck. One of them was released with head positioner and removed. Same way was tried for another one. However, as the positioner couldn't be inserted into the screw possibly because the space between screw tubs was narrowed, it was removed without released. Those non break-off set screws were discarded. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: functional evaluation of the returned implants confirmed mas heads locked in position as received. Design intent and proper function of mas heads are to lock in place at final tightening. Per the event description, the event took place after final tightening of the set screws. The implants appear to have performed per design intent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.